Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted during testing.(B)(4)

Event description:
The customer reported via phone call that the case was rubbing on the screen and made it difficult to read. The customer's blood glucose was 90 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.